Event description:
Restless pt found on floor. Side rail of hill-rom bed found on floor. Pt without pulse or respirations. Cause of death unk. Md attributed death to natural causes. Bed is a rental bed. Siderail locking device would not lock siderail in place.